Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction code. Prior to the malfunction the insulin gauge read 45 units and afterward, it read 0 units. The contact loaded a new cartridge and chose to complete the loading without the assistance of tandem technical support. Blood glucose was within range.